Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-02309. It was reported the patient had been receiving ineffective stimulation. Follow up revealed the patient's scs system was explanted. The date of explant is unknown.

Event description:
Related manufacturer reference number: 1627487-2018-02309. Additional information received stated that the patient's system is still implanted and was not explanted as previously reported. Surgical intervention may be pending to address this issue.